Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation, the black pulse wires were broken inside of the trunk cable connector and the distribution node (dn) to rear therapy electrode cable. In addition, the u708 (quad micropower op amp) was shorted on the dn pca. The root cause for the broken wires cannot be positively determined, but is likely physical abuse. The root cause for the shorted component cannot be positively identified. No adverse event resulted from the damaged electrode belt. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report several check belt messages. The pt was issued a replacement electrode belt.